Event description:
Customer reported the down button on the infusion device works intermittently. No adverse event wsa reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.